Event description:
It was reported via a legal summons that the pt, who was noted to be confused and disoriented, was taken from the sicu to a private room with two sheath/hemostasis valves in place. One was placed in the right internal jugular vein and the second was placed in the left subclavian. The pt was not restrained. After transfer, the pt was found unresponsive and bleeding from a disconnected hemostasis valve. The pt expired with the hospital indicating the cause of death to be cardiopulmonary arrest.